Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported by a friend/family member the patient has been trying to adjust the stim for a couple days and keeps getting the message can't find device. Patient is having pain that goes down the leg and then the whole thing hurts and wanted to turn stim down. Patient services walked caller through connecting and patient was able to connect. Setting was on program 4 at 1.2 volts, patient was able to decrease stim. Patient wasn't currently hurting at the time but said they were good now that they can connect because they know how to adjust the stim. No further complications were reported or are anticipated.